Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm. The customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was performed and the customer reported that the alarm occurred again after troubleshooting. The insulin pump will be returned for analysis.